Event description:
Patient reported that her leg gave-way while in a store. An ambulance took her to a hospital, where an x-ray revealed a fractured hip stem. Surgery was performed to replace the fractured component.